Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. During evaluation, the force sensor pins were found to be damaged.

Event description:
The pt reported that the pump dispensed insulin during the load cartridge phase. He stated he was disconnected from the infusion site at the time.